Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, a mitraclip procedure was performed to treat severe degenerative mitral regurgitation (mr). A mitraclip nt (lot: unknown) was implanted anterior/posterior successfully. A second mitraclip xt was also implanted successfully. However, after full closure of the xt clip, mr returned medial to the first clip. Under echocardiogram observation, the leaflets were observed to be damaged where the first mitraclip nt was implanted. Since a mr reduction remained and additional mitraclips was deemed too difficult, the procedure was aborted. The patient was reported to be stable and discharged.

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported tissue injury. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.